Event description:
Medtronic received information that during use of an affinity nt oxygenator, the patient's finger pulse oxygen saturation, venous oxygen saturation, and arterial blood oxygen content decreased. The blood color at the arterial blood outlet of the membrane-lung oxygenator was obviously darkened. The gas flow and oxygen concentration of membrane-lung were increased, and the oxygen cylinder was replaced to supply oxygen, and there was no improvement. It was determined that the membrane-lung oxygenator had oxygenation malfunction. At this time the heart had resumed beating. It was notified to perform anesthesia treatment and it was shut down urgently.

Manufacturer narrative:
Medtronic investigation: the device was not returned, so product analysis could not be done. DHR review did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported incident. Blood clotting in the fiber bundle can prevent gas transfer. The exact cause is unknown but there is a potential that a protein build up or cryoprecipitate event occurred. Although it may have been momentary, this could affect the fiber even if the majority of the case maintained an acceptable anticoagulation protocol. The IFU for the affinity nt hfo states the following: a strict anticoagulation protocol should be followed, and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. Adequate heparinization must be maintained before and during bypass. Complaint not confirmed. Review of historical product performance indicated this is a unique isolated occurrence. Trends for issues with this product are reviewed at quarterly quality meetings. There are no current trends and no further actions are required. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, the patient's finger pulse oxygen saturation, venous oxygen saturation, and arterial blood oxygen content decreased. The blood colour at the arterial blood outlet of the membrane-lung oxygenator was obviously darkened. The gas flow and oxygen concentration of membrane-lung were increased, and the oxygen cylinder was replaced to supply oxygen, and there was no improvement. It was determined that the membrane-lung oxygenator had oxygenation malfunction. At this time the heart had resumed beating. It was notified to perform anesthesia treatment and it was shut down urgently.